Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. However, during testing, the middle (enter) keypad button stopped responding. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good pcb2 onto pcb1, the keypad anomaly persisted and seems to be isolated to pcb1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replaced battery now alarm with prior low battery alarm. The customer¿s blood glucose level was 108 mg/dl. Customer stated that this was the second occurrence of replace battery without prior low battery alert. Customer reported that the battery cap was not damaged or loosed. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.